Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol(intraocular lens) implant]). A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon reported the iol was exchanged for a different model iol. The surgeon reported the pt's ucva was 20/20 following the exchange and the pt was very happy. The surgeon was unwilling to complete the questionnaire.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/14/2010 and 04/28/2010 by phone, fax, and mail. The surgeon was unwilling to complete the questionnaire. (B) (4). (B) (4). (B) (4).